Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient was to undergo an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hemostasis valve and brim cap detached from the sheath. It was reported that after going transeptal, the physician went to pull the dilator out and the hemostatic valve and cap came off/separated from the sheath. The physician then blocked off the blood flow and changed out the sheath and the procedure were completed. No patient consequences were reported. The hub and hemostatic valve came off the back of the sheath when they removed the dilator and needle post transeptal. The bwi company representative does not believe that the hemostasis valve (gasket) broke into two or more separate pieces. All or part of the valve was not situated properly in the hub. The hemostatic valve/brim cap/hub did become detached from the sheath. No picture available. The sheath was being used on the patient as this occurred while going transeptal. The physician capped off the end with his finger and does not believe air entered the patient. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was minimal. No medical intervention was required to stop the bleeding. Hemostatic valve separation is MDR-reportable. Brim cap detachment is MDR-reportable.

Manufacturer narrative:
Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The brim cap was attached and it was very difficult to remove, adhesive was found in the union. A device history record review was performed for the finished device 00001910 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).